Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when preparing the balloon per the IFU it was not getting inflated. Contrast imaging was done which showed that the balloon was leaking from the side lumen in the hub due to the hub being cracked. The patient was undergoing surgery to treat an acute stroke, with it noted that the patient had a moderate vessel tortuosity. The devices were prepared as indicated per the IFU. There were no related patient symptoms. Ancillary devices include a .035 guidewire.

Manufacturer narrative:
Per fuji investigation report, "we observed the returned device and found the connection part of lure lock on the hub (balloon side) was broken." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cello balloon guide catheter (model: 1610090; lot: 5700091) was returned for analysis within a shipping box; within the cello balloon guide catheter carton; within the cello balloon guide catheter inner pouch and within the protective tubing. The cello balloon guide catheter was decontaminated. The cello total length was measured to be ~100.4cm. The cello usable length was measured to be ~92.0cm. The dilator was found to be within cello lumen. The dilator hub was protruding ~2.5cm out from the distal end of the main hub of the cello while the dilator tip was protruding ~5.5cm out from the distal tip. The balloon inflation port was found to be attached. No issues were found with the main lumen hub. The balloon lumen hub was found to be damaged (cracked/broken). The cello balloon guide catheter body was found to be kinked at ~74.6cm, ~54.7cm and ~53.0cm from distal tip. Upon visual inspection, no issues were found with the distal tip or balloon. The balloon was unable to be inflated as the dilator was stuck within the guide catheter. No other anomalies were observed. The cello balloon guide catheter will be sent to fuji corp for further investigation. ((B)(4)) if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when preparing the balloon per the IFU it was not getting inflated. Contrast imaging was done which showed that the balloon was leaking from the side lumen in the hub due to the hub being cracked. The patient was undergoing surgery to treat an acute stroke, with it noted that the patient had a moderate vessel tortuosity. The devices were prepared as indicated per the IFU. There were no related patient symptoms. Ancillary devices include a .035 guidewire.